Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Crack in control panel may lead to sharp edges in users work space. Infection risk. The investigation is in process.